Event description:
It was reported that the patient received lead warning due to high impedance and threshold and also complained of chest pain. It was further reported that the lead perforated through the heart. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.